Manufacturer narrative:
The device arrived fully deployed. No timeouts or drive stalls were observed in the download data. The exposed portion of the soft cannula was not bent or kinked. Inspection of the fluid path and subsequent leak test found no evidence of the reported leak. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached over 250 mg/dl, while wearing the pod between 36 and 48 hours. The patient reported cannula being bent when it was removed from the infusion site. For treatment, the patient changed out the pod for a new pod. The pod was leaking.